Event description:
While conducting maintenance, a technician discovered that the brakes on this bed were worn out and would not hold. The bed was found in storage and there was no patient involvement.

Manufacturer narrative:
Upon complaint review, it was determined that the brakes not holding/working could lead to unintentional movement of the bed, which has the potential to cause serious injury. The technician replaced the worn casters in order to resolve the problem.